Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated stent, a suprarenal aortic extension, and two limb stent grafts. A follow up computed tomography (CT) done on (B)(6) 2016 showed aneurysm sac growth and a possible type 2 or type 3b endoleak. The physician is planning to reline if needed pending additional diagnostic testing. The patient has not been scheduled for a secondary endovascular intervention at this time. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information available, the reported type 2 endoleak was confirmed, the type 3b endoleak could not be confirmed. There was enough evidence to support a type 1b endoleak observed at 2 months post initial implant. The clinical evaluation additionally found the following potential contributing factors to the reported event; patent lumbar arteries and long term antiplatelet therapy. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information, on (B)(6) 2017 the patient had a secondary procedure completed. During the intervention the physician confirmed the patient had a type 2 endoleak. The physician elected to complete a coil embolization procedure to seal the endoleak. It was reported the patient is doing well. In addition it was reported the patient had a type 1b endoleak which was repaired with a non-endologix bare metal stent in (B)(6) 2016.